Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had nerve pain in her right toe; the pain had started about 4 months prior to report date, and it was present '5 days a week.' The patient's foot doctor told the patient her spinal cord stimulation system needed to be reprogrammed. The patient had not tried to turn stimulation completely off. It was noted the patient had 2 instances of where she blacked out and fell straight on her back. The most recent fall was reported as (B)(6) 2012. The patient's implantable neurostimulator (ins) was reprogrammed the date of report as the patient was receiving stimulation in the wrong location. It was reported the manufacturer's representative was not able to get stimulation in the correct location. An attempt to get stimulation in the right leg resulted in stimulation in the left leg, back, and butt cheek. The device was implanted to target pain in the tailbone and back. It was stated the manufacturer's representative had told the patient that 'her leads might be fractured.' After the reprogramming appointment the patient sat down in the car and the device 'went haywire and was jolting her entire body.' The patient was feeling stimulation in her entire body. The patient had to turn the 'stimulation wire way down.' Follow up information was received. It was reported that during the previous reprogramming session, a system check was being performed but had to be stopped due to the patient being shocked all over her body. It was stated the patient left the reprogramming session with 'perfect stimulation coverage' and then the day after the patient was having shocks again. The patient was going to be seen again (B)(6) 2013 for possible reprogramming and diagnostic testing. The patient also had an appointment on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported an impedance check was performed. Nothing abnormal was reported. The system was in working order.

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot# v847059, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot# v847059, implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3550-39, lot# n293944, implanted: (B)(6) 2012, product type accessory; product ID 3550-39, lot# n266531, implanted: (B)(6) 2012, product type accessory; (B)(4).

Event description:
It was reported at the time of previous report the patient was threatening to commit suicide because they did not know what to do.